Manufacturer narrative:
As reported, sorbafix enhanced fasteners failed to fixate. Evaluation of the sample finds the device cannula shaft is bent. The cannula is found to bent from forces applied while in use. The bent cannula presenting in use resulted in the performance issues reported. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states "insertion of fasteners is possible into some collagenous structures such as ligaments and tendons, but is not possible directly into bone or cartilage. This may damage the device". Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
As reported, during a laparoscopic inguinal hernia repair, the sorbafix enhanced fixation device fasteners did not penetrate the ventralex mesh. It would not penetrate in soft tissue nor bone. It was reported that the some fasteners did fixate the mesh/tissue and others were hanging off of the mesh. It was also reported that the procedure was completed with few fixated fasteners and it was unknown whether the loose fasteners were removed from the patient's body. There was no reported patient injury.